Manufacturer narrative:
MDR - device 8 of 8.

Event description:
Unomedical reference number 1876199. Event occurred in the united states. It was reported that, patient experienced cannula issues with 8 infusion sets of the same type. The cannula was bent. The site of insertion was the back of the arm. The event occurred between 01-apr-2024 and 24-apr-2024. The patient's blood glucose (bg) at the time of the issue was noticed ranged between 100-400 mg/dl. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location, and the site area was not impacted in any way. The patient replaced the infusion set and successfully resumed insulin deliveries. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.